Manufacturer narrative:
A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that a direct sinus lift + implant placement at site #3 but developed subsequent sinus infection + later implant infection after being diagnosed with covid-19. The reporter indicated that the sinus infection got better after the implant was removed. Antibiotics were given to the the patient after the removal of the implant. Symptoms as a result of the event: abscess and pain.